Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced decreased pain relief over the last month, with a return of pain after previously achieving approximately 80% relief, and the patient presented for device reprogramming. During implantable pulse generator interrogation with a connectivity check and impedance check, electrodes #1 and #2 displayed ¿do not use¿ (red) and high impedance was observed at approximately 40 ,000 on electrodes #1 and #2. The patient was treated with device reprogramming using new stimulation groups a¿d to address chronic pain and decreased pain relief, and the issue was reported as resolved. No patient injury or serious adverse outcome was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.